Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer for this issue. The customer informed the philips rse there were two (2) error codes and provided them to the philips rse. A philips field service engineer (fse) performed test to confirm the reported issue. During troubleshooting of the device, the active exhalation sensor reading had failed on the device. The philips fse reviewed the system error log, and the same 2 error codes were revealed. The philips fse will be replacing the blower assembly and/or the flow sensor to address this issue on the device. If any additional information becomes available, then a follow-up report would be sent to reflect any new changes found for this issue.